Manufacturer narrative:
(B)(4). Date sent: 3/16/2023. D4: batch # 176c81 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present and a drained battery. Loose, formed staples were stuck to the anvil of the returned device. All of the visible loose staples are correctly formed. The device was tested for functionality in the straight position with a test reload and test battery. It achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 176c81, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric bypass procedure that when surgeon starting creating the stomach pouch. The first firing was a blue reload and there were two staplers sticking out of the tissue. He tried to pull the staples out. He felt that he would rip the staplers out if he had tried to pull out. Completed the procedure with three white reloads and then created the anastomosis of the pouch. The surgeon was concerned that were two malformed staples in that line. A leak test was fine and he inspected the staple line. No adverse consequences to the patient as of today.